Manufacturer narrative:
One sample was received for analysis and the issue was isolate to doc10 cable defective was confirmed. The readings provided were lower than expected. The lot number provided was invalid, therefore additional investigation cannot be performed. The defective cable was replaced to resolve the issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated the device cable was defective. As a result, the device was reading low saturation values for the patient.